Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored signal artifact monitor (sam) episodes due to electromagnetic interference (emi) noise with oversensing and out of range rv impedance due to noise. The longest instance of noise was less than 1.5 seconds. The timing of these episodes coincided with patient hospitalization related to an ablation procedure for chronic ventricular tachycardia (vt). This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.